Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture and left-sided grade IV capsular contracture. Ultrasound performed in (B)(6) 2020 and MRI performed on (B)(6) 2020 both indicated bilateral gel bleed and the left-sided implant appeared to have leaked more than the right-sided implant. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed based on the pre-op scans and physical examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2020. This report is for the right-sided device.

Manufacturer narrative:
On 25-sep-2020, it was found that additional information regarding the replacement devices was omitted on the previous report. The replacement devices are two 525cc mentor memorygel breast implant prostheses (catalog #: smpx-525, left serial #: (B)(6), right serial #: (B)(6)). On 8-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that product return was omitted on the initial report. On sep-15-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The relevant fields have been updated. Manufacturer's reference number: (B)(4).